Manufacturer narrative:
(B)(6). Patient weight was not provided for reporting. This report is for one (1) unknown nail. Part#, lot# and UDI # is not available. Date of implant is on an unknown date approximately 20-30 years prior to date of explant. Device broke during revision and part of it remained in the patient¿s bone. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown nail. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent a hardware removal and revision procedure due to a left tibia plateau fracture. The patient underwent a repair of a tibia midshaft fracture on an unknown date approximately, 20-30 years ago. In order to repair this recent fracture, an old tibia universal nail first had to be removed, since it was hindering the surgeon from implanting the new devices. The removed hardware included one unknown 12 mm x 315 mm universal tibia (slotted) nail. There were no other implants besides the nail that required to be removed. During the removal, the top of the nail broke off. The piece of nail came out with the extractor still attached to it. The remainder of the nail remains in the bone. The fracture extended two inches from the top of the tibia. The surgeon was able to implant a four-hole left 3.5 mm variable angle locking compression (va lcp) proximal tibia plate and eight-nine screws to fix the fracture. There were no reported surgical delays, no additional x-rays or medical intervention necessary. The procedure was completed successfully with the patient in stable condition. This complaint will address need for the revision. (B)(4) will address the nail that broke during the revision surgery. This report is for one (1) unknown nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: adverse event - no reported product problem device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.